Event description:
During an atrioventricular nodal reentrant tachycardia procedure, it was noted that there was noise on the safire bi-directional ablation catheter. The cable was replaced twice but with no resolution. The safire bi-directional ablation catheter was exchanged but noise was also noted on the second safire bi-directional ablation catheter. The second safire bi-directional ablation catheter was exchanged for tactiflex se ablation catheter and the procedure was able to be completed with no adverse consequences to the patient.

Manufacturer narrative:
One 4mm tip, large curl, safire ablation catheter was received for evaluation. The results of the investigation concluded that electrodes 1-4 met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported noise remains unknown.